Event description:
There was an allegation of a questionable bil-d gen.2 result with a patient sample tested on a cobas c 503 analytical unit. The initial result was 9.25 mol/l. This result was questioned, as it was inconsistent with the total bilirubin result of 5.4 mol/l. The repeat result from a different analyzer was 3.3 mol/l. The repeat result from the analyzer was 3.54 mol/l.

Manufacturer narrative:
The reagent lot number was 877768. The expiration date was requested but not provided. Qc and calibration data were within the expected ranges. There were no related alarms prior to the event, including the day of the event. It was found that the centrifugation force used by the customer was 2200g, which does not meet the required specification of the tube manufacturer. The centrifugation conditions of the bd heparin tube's instructions for use (IFU) are <1300g/10min. The field service engineer (fse) adjusted the water level of the rinse station, replaced the sample probe, and adjusted the cuvette. After the hardware adjustment, the qc results and patient results all returned to normal. Following the fse intervention, no further issue was observed. The investigation determined that the issue was influenced by both the pre-analytical issues and a hardware-related issue. E1 initial reporter email address: (B)(6).